Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2010, the patient went into sinus pause during post dilatation of the acculink stent using a viatrac balloon in the left internal carotid artery requiring one dose of atropine. On (B)(6) 2010, the patient experienced blurred vision for approximately forty-five minutes to one hour and was brought to the emergency room. On (B)(6) 2010, the patient was diagnosed with a transient ischemic attack, but on (B)(6) 2010, the patient's diagnosis was a cerebrovascular accident. The physician commented that it is unclear that the patient had a tia. Physician suspects that the diffusion lesions on MRI are related to the recent stent and may not be related to symptoms. An MRI confirmed an acute punctate infarct in the left watershed territory. The patient was given subcutaneous injections of a low molecular weight heparin. After the procedure, the patient was found to have bradycardia requiring an alteration in his beta-blocker medication. The patient was also diagnosed with acute renal failure possibly due to the contrast dye from the stenting procedure or possibly an embolism. The patient was treated with medication for the renal failure and the creatinine level was decreasing upon discharge on (B)(6) 2010. There are varying outcomes reported for the patient's blurred vision stating the patient's symptoms completely resolved or that the patient still has fuzzy vision, but is better. On (B)(6) 2010, the patient's visual acuity was documented to be 20/20. On (B)(6) 2010, the patient was admitted to the hospital for an exacerbation of his congestive heart failure that was possibly due to the discontinuation of his anti-diuretic medication secondary to his recent renal failure. The patient went into respiratory failure requiring intubation for 48 hours. The patient was re-started on diuretics and was removed from the ventilator after he was diuresed. The patient's condition resolved and was discharged on (B)(6) 2010. No additional information was provided.